Event description:
Consumer applied disposable heat patch on lower back and felt discomfort within 10 minutes. The patch was then immediately removed but took off some skin along with it. Consumer sought medical attention with her primary care doctor and was prescribed amoxicillin (500mg) and sulfadiazine (400mg) for treatment of a burn.